Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that these straight catheter kits were troublesome in that when the catheter was hooked up to the drain bag that was included, it severely reduces the urine flow and did not allow the bladder to passively empty. It seems the drain bag suctioned down that that vacuum was hard to overcome. They let the catheter empty into a graduated cylinder and they use these catheters a lot for their post op patients, and it was imperative that they be able to empty post op patient bladders. Staff implied that these were a different kind or at least a different batch than what they did have stocked.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿human error / lack of training". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that these straight catheter kits were troublesome in that when the catheter was hooked up to the drain bag that was included, it severely reduces the urine flow and did not allow the bladder to passively empty. It seems the drain bag suctioned down that that vacuum was hard to overcome. They let the catheter empty into a graduated cylinder and they use these catheters a lot for their post op patients, and it was imperative that they be able to empty post op patient bladders. Staff implied that these were a different kind or at least a different batch than what they did have stocked.